Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient had concurrent hysterectomy. Due to bladder infections, urethra blockage and dyspareunia, the patient had partial removal of mesh on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.